Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure in tricuspid position by right femoral vein. Approximately three days after the procedure, follow up tte showed a gradient of 7mm hg across the implanted valve and reduced leaflet mobility. The patient was treated with intravenous heparin for a few days, then marcumar was started. The heparin was part of the standard bridging to the marcumar. The gradient dropped from 7 to 5-6. The patient was discharged and was reported to be doing well. A follow up is set for two months.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.